Manufacturer narrative:
Product analysis the device was returned with the balloon in a post inflated state, with a twist visible on the balloon, and a kink on the balloon, an indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms with no twist visible, the balloon was then inflated to its rated burst pressure (rbp) of 14atms with no twist visible, when the balloon was deflated the twist was visible again, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a peripheral artery lesion (plaque) in the popliteal artery and tibial/popliteal trunk using the percutaneous transluminal angioplasty nanocross 014, inflation difficulties and a kink on the shaft were observed. The kink was noted on the shaft during the procedure when removing the device from the hoop/tray. The instructions for use were followed without issue. The device was inserted into the patient. The issue was noted when trying to inflate the balloon to nominal pressure. The device was safely removed from the patient, and the procedure was completed using a new device. No health consequences or impact occurred. No patient complications have been reported as a result of this event. When the device was returned it was it was noted that there was a twist in the balloon.